Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead is fractured. The investigation did not determine which lead contributed to this issue. Surgical intervention may be pending.

Manufacturer narrative:
The event of fractured lead was reported to abbott. The pain area was covered partially by programming around the fractured lead. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.